Event description:
"It was reported that" the pt received a burn to the thigh approx 2mm in size and it occurred near the wire part of the ground pad. A utah medical system unit was used at 35cut 40coag.